Event description:
The following has been reported: shut pump all the way down and restarted it. Have also cleaned it. When the cassette is loaded into the pump it is not evenly loading it. It looks like the bottom is going in first then the top and where it isn't hard to load, can feel it catching. The message is saying that the cassette contains air. Tried two different tubings and confirmed there is no air in the line. A preliminary review of the logs identified the following issue: mechanical hardware failure (sticky loading pins) a set was returned for evaluation. The following evaluation steps were performed: 1) visual inspection, 2) installed the kit on ivenix infusion system machine and ran the primary bolus prime and secondary prime, 3) underwater leak test, 4) microscopic evaluation. Excess of solvent in the primary line connection was observed at the samples returned during the visual inspection. No other defects were observed. It was not possible to perform primary and secondary infusions as the 'reload cassette - tubing set misloaded' alert was displayed on the ivenix infusion machine, preventing the instrument from being set up to start these infusions. A leak was observed coming from the cassette. An underwater leak test was performed to verify the liquid and air side areas of cassette and bubbles were observed coming from unit. Microscopic examination revealed that the edge of the diaphragm was not properly positioned and was displaced towards the flat area of the diaphragm. Therefore, it was observed that the diaphragm was displaced, causing the leak evidenced. The potential root causes of the leak in cassette could be related to a misplaced diaphragm which resulted in a leak when the diaphragm was actuated by the valve pins in the pump. The current process controls detection include: 1) 100% leak and occlusion test is performed through the leak and occlusion test machine in order to capture units with any blockage or leak failure mode, 2) quality sampling for final physical testing, for performing a flow and underwater leak tests, 3) 100% visual inspection during the manufacturing process and final physical inspections. Reporting the set leak as a conservative measure. No adverse effects were reported.